Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14090. It was reported, the patient is experiencing pain at his ipg site and radiating down his leg. The patient states his ipg is sitting at an angle in the pocket making charging difficult. It was also reported, the patient is no longer receiving effective stimulation. An sjm representative met with the patient and reprogramming was able to improve the issue. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.